Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted adrenalectomy surgical procedure, tissue was noted to be sticking to the jaws of the harmonic ace instrument. There was an error stating "reduce tip pressure". The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system, passing the recognition, engagement and energy delivery tests. The instrument moved intuitively with full range of motion in all directions, and the blades opened and closed properly. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Additionally, the instrument was found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.